Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the jejunum during a gastrojejunostomy procedure performed on (B)(6) 2024. During the procedure, the stent was unable to deploy. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: it was reported that the axios stent was to be implanted transgastric to the jejunum during a gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum for a gastrojejunustomy procedure.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy and the risk of leakage post-puncture that required additional device to address the axios puncture site.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy and the risk of leakage post-puncture that required additional device to address the axios puncture site. Block h11: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received fully covered and undeployed. Functional inspection was performed, the catheter was unlocked by sliding the catheter lock to the right, and the catheter control hub was moved up and down. The catheter passed through the luer with high resistance. The stent hub was then moved down to the second and fourth position. The stent was deployed but presented slow expansion. After an hour and half, the stent had completely expanded. No problems were noted with the stent and delivery system during visual inspection. Product analysis confirmed the reported event of stent failure to deploy. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU)/product label. It was reported that the axios stent was to be implanted transgastric to the jejunum during a gastrojejunostomy procedure. However, the IFU states, "the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture." A review of records for the production lot was completed to identify out of specification conditions for the observed event of stent difficult or slow to expand; stents in this production lot met specifications at the time of manufacture. Furthermore, the stent's expansion rates can be also negatively impacted by the following factors: compression, time, temperature, and humidity. Slow expansion rates are seen most predominantly in the largest stent sizes, which experience the highest compression conditions while in the catheter delivery system. The larger the stent diameter, the more it is "packed" into the catheter of the delivery system which means that the stent will be more compressed and is more likely to have an unconstrained opening dimension that is smaller than the manufacturing specification. Therefore, these stent slow to expand events are anticipated, and the axios IFU provides remediation strategies, such as post deployment dilation of the stent with a balloon catheter. The most probable cause of the observed event of stent difficult or slow to expand cannot be established due to lack of evidence. The complaint details as to the circumstances the user observed during the issue encountered are not sufficient to determine additional potential root cause/s. The investigation findings do not lead to a clear conclusion about the cause of the reported events; therefore, the most probable cause was unable to be established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the jejunum during a gastrojejunostomy procedure performed on (B)(6) 2024. During the procedure, the stent was unable to deploy. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: it was reported that the axios stent was to be implanted transgastric to the jejunum during a gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum for a gastrojejunustomy procedure.